Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device evaluation was completed. A visual inspection was performed which observed a cut in the tubing. Functional tests including pressure test and clear passage under water tests were performed and the results were not satisfactory. The results observed a cut in the tubing. The reported condition was verified. An additional special under water pressure test was performed at the slide clamp location; as a result, the issue of cut tubing was not observed due to the slide clamp. The cause of the condition was determined to be tubing handling during manual assembly when the tube is taken from tubing dispenser during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked due to "a small hole in the tubing from where the clamp was". This issue was identified after priming when the nurse was setting up the infusion prior to patient use. There was no patient involvement. No additional information is available.